Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a mhra declaration which reported the following information: a healthcare professional reported the death of a patient, who was using the adc device at time of death. The healthcare professional stated that the adc device "may have malfunctioned and not correctly notified when hypoglycemic". No further information or details as to what had occurred preceding the death of patient was reported in the declaration. Attempts have been made to contact the healthcare professional reporter, and thus-far been unsuccessful. Given the information presented at this time, it is inconclusive that the freestyle libre 2 device has led to or contributed to the death of the patient. No further information is available at the time of this report.

Manufacturer narrative:
Attempts have been made to contact the healthcare professional reporter, and thus-far been unsuccessful. Abbott diabetes care will continue follow up attempts and request return of product, if available, and when further information is obtained, a follow up will be sent. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a mhra declaration which reported the following information: a healthcare professional reported the death of a patient, who was using the adc device at time of death. The healthcare professional stated that the adc device "may have malfunctioned and not correctly notified when hypoglycemic". No further information or details as to what had occurred preceding the death of patient was reported in the declaration. Attempts have been made to contact the healthcare professional reporter, and thus-far been unsuccessful. Given the information presented at this time, it is inconclusive that the freestyle libre 2 device has led to or contributed to the death of the patient. Adc will continue follow up attempts and when further information is obtained, a follow up will be sent.